Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and the right atrial (ra) lead had exhibited over sensing. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further noted that there was high atrial threshold recorded with the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.